Event description:
It was reported to philips that intermittently the system failed to start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer visited the onsite and confirmed that the machine occasionally fails to turn on. The fse found that the pfs power tray was faulty, replaced it, and reinstalled the system. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.